Event description:
Pt was hosp for gastric bleeding, elevated blood glucose levels, and uncontrolled diabetes mellitus.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and it was operating within required specifications at the time of release. There is no reported pump malfunction, and the nurse stated that the pt had not changed her infusion set or site for several weeks as she did not have supplies.